Manufacturer narrative:
Siemens rep went on site and entered the new ranges for the new qc, compared them to qc ranges from the last month and found out that level 3 was expired. None of the pt results were affected due to this event. The event has occurred due to an operator error. Instrument is performing as intended.

Event description:
Customer reported that they compared new lots of rapid qc results to the old lot of qc results. Customer indicated that they used expired level 3 qc results. Customer also indicated that they ran pt samples during this time frame. There was no report of injury due to this event.